Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic. Upon interrogation the atrial lead exhibited loss of capture and loss of sensing. The patient was not symptomatic. Upon lead imaging lead dislodgement was discovered. The patient has twiddler's syndrome. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.